Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided.

Event description:
Patient underwent hip revision procedure approximately 20 years post-implantation due to unknown reasons.